Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal, 1 gram every five days, duration not reported) and fortum (daily, route, dose, and duration not reported) for peritonitis. Dianeal therapy was ongoing. Patient outcome was not reported. No additional information is available.